Manufacturer narrative:
Following the submission of the initial MDR, it was noted that the batch number was unknown and not the number that was reported. Additionally, the batch creation date and batch expiration dates are unknown. Section d: batch updated.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material#: 515003 lot#: unknown it was reported by the customer that the experienced issues with bd phaseal injectors leaking from the line or when disconnected from the tubing. Verbatim: the customer experienced issues with bd phaseal injectors leaking from the line or when disconnected from the tubing. Additional information: there were no interventions required due to the incident and no visible damage to the product. Unfortunately we do not have the lot #s and the physical products were discarded due to its contact with hazardous drugs.

Manufacturer narrative:
Pr 9822199 follow up MDR for device evaluation: a total of eleven samples were provided to our quality team for investigation. The products were visually inspected, no damage or other defects were observed within any of the luer threading. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. A device history review was performed for suspected lots 2309005 and 2308005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the suspected lots and no issues related to this incident were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.